Event description:
It was reported to philips that the system failed to bootup. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not turning on. During troubleshooting, fse identified system remains in login page and software was crashed at startup. Review of the system log files confirmed the reported problem. The fse performed cold reboot and deleted patient database. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.